Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx instruction for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion located in the mid left anterior descending (lad) artery with moderate tortuosity and heavy calcification that was 90% stenosed. Resistance was felt with the anatomy during the advancement of the 2.25 x 15 mm nc traveler rx balloon dilatation catheter (bdc) to the lesion for pre-dilatation and it crossed successfully; however, the balloon ruptured during the first inflation at 8 atmospheres. A new non-abbott bdc was used for pre-dilatation and the procedure was completed after a non-abbott stent was implanted. It was stated that air aspiration was performed inside the patient's anatomy. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.